Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient cannot connect to the ipg with external devices following an unrelated surgery. The ipg was placed in surgery mode before procedure. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Actions have been taken to prevent reoccurrence.

Event description:
Additional information was received the ipg was not put in surgery mode prior to surgery in (B)(6)2021. Surgical intervention was undertaken during which the existing ipg was explanted and replaced. Therapy was reportedly restored postoperatively.